Event description:
Customer reported that pump unexpectedly displayed a reset screen. There was no adverse impact to customer's blood glucose level. The customer resumed insulin therapy successfully after a pump system check was conducted, during which technical support explained the reset was a safety feature and provided instructions regarding necessary manual actions to ensure continuous functionality. Customer understood and acknowledged the guidance.